Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fs618su - orthopilot cap single-use markers. According to the complaint description, a total knee arthroplasty (tka) procedure was prepared along with orthopilot elite. After the start of surgery, the transmitter was set up and visual check was performed with navi, and the visual confirmation on the tibia side was unstable. Another cap marker was used, but was still unstable. Staff attempted various things, but the fastening screw of the fixation element got stuck,and navi was discontinued. Manual operation was performed instead and the procedure was finished successfully. An additional medical intervention was necessary. Additional information was not provided. The adverse event is filed under aag reference (B)(4). Involved components: (B)(4)- np1016r/2-pin transmitter fixation element - lot unknown. (B)(4)- fs634/orthopilot passive transmitter (blue) - lot unknown.

Event description:
Update: after review of information, the leading material and involved components were updated. This complained product is now considered to be an involved component. The adverse event is filed under aag reference: (B)(4). Associated medwatch reports: 400585846 - fs634/orthopilot passive transmitter (blue) - (9610612-2023-00134). Involved components: 400585683 - fs618su/orthopilot cap single-use markers - lot: 22928718d5 - now involved. 400585684 - np1016r/2-pin transmitter fixation element.

Manufacturer narrative:
Updated information/correction: b5: involved components and leading material updated. D9: product return date. D10: involved components updated. H6: codes updated. Investigation: the product has no visible damages (or additionally what the customer complained about). The investigation has been carried-out by the aesculap technical service (ats). Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. The current failure rate is within the risk analysis and therefore acceptable. Explanation, rationale, conclusion and root cause: we assume a wrong handling / overloading of the instrument; failure in other component, fs634. No failure detected in this device, and therefore sub-items of statistical analysis were not applied. Based upon the investigation results, a CAPA is not necessary.